Event description:
A lifecor sales representative contacted customer support to report that when either of the (B)(6) female patient's battery packs are placed in the charger the charger briefly displays the red bad battery icon then all lights go off. Neither battery pack will charge. The charger's cable connections were checked, all seemed ok. The sales rep. Replaced the patient's charger and battery packs for evaluation.

Manufacturer narrative:
Device manufacture dates: battery charger sn (B)(4) - 01/2006. Battery pack sn (B)(4) - 11/2004. Battery pack sn (B)(4) - 11/2005. Device evaluation summary: device evaluations of charger sn (B)(4) and battery packs sn (B)(4), have been completed. The reported problem was confirmed. The cause of the red bad battery icon briefly illuminating, then all lights going off, was corroded battery contact terminals in the battery connector of the charger. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was liquid spillage into the battery well area of the charger. Battery packs sn (B)(4) passed all functional tests. No adverse event resulted form the damaged charger. The patient received replacement battery packs and charger.